Manufacturer narrative:
The returned device was evaluated and a tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm). It could not be conclusively determined whether the cannula damage contributed to the reported event. The pod generated an 0x18 hazard alarm indicating pod has reached empty reservoir. The reservoir was confirmed to be empty. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone15.3. Cgm sensor type: g6.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 400 mg/dl. The patient reports their blood glucose level had not decreased after administering multiple boluses.